Manufacturer narrative:
Product complaint #: (B)(4). Batch # r5a50c. Device evaluation summary: the analysis results showed that the cs40b device was received with no apparent damage and with a reload loaded in the device. The reload was received fully loaded with staples, with the washer uncut, with the drivers and with the knife recessed below the reload deck. The retaining pin was not connected to the coupler and pushrod. The device was tested for functionality with the returned reload and it fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The device fired without any difficulties. The reload was not properly loaded in the device, as the retaining pin was not connected to the coupler and pushrod. These facts indicate that the reload was removed and reinserted incorrectly and/or incompletely after the retainer was removed. It should be noted that if the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. Please reference the instructions for use for the complete guide loading and reloading the instrument. The retaining pin worked as intended. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported by that during a low anterior resection the doctor inserted the device into the pelvis, around the sigmoid and the stapler wouldn't close. The doctor removed the device from the patient, opened a second like device and completed the procedure with no patient consequence.